Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient started having return of symptoms over the past few days. Healthcare provider (hcp) requested rep to assist patient (pt) in increasing amplitude up 0.1 ma. When attempting to do this action, rep reports pt seeing service code: 1098 and 1017 which indicate that the system cannot deliver the setting requested. Discussed possible reason for this and to consider changing groups (if appropriate and available) and checking impedances. Pt's current settings were at 2.2ma and 2.4 ma for each side. It was also noted that pt longevity is showing 8 months when it was only implanted in earlier this year. It was reported that pt had a stroke back in (B)(6) 2025. Pt had been seen since stroke but now will be coming in for check of the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided by the manufacturer representative, clarifying the patient¿s recent medical events and device concerns. The reported stroke in august was unrelated to the dbs device, therapy, or procedure. The causes of service codes 1098 and 1017 were determined to be high impedances (>5k) on therapy contacts 9 and 11, which prevented increasing therapy on the patient programmer; these impedance issues have been present since before the stroke. The patient has seen his neurologist and has been referred for a battery replacement, scheduled for 11/24, at which time it will be determined whether the impedance issues are resolved. The cause of lower battery longevity is unknown, but the patient is scheduled for a battery replacement next week to address this. The return of symptoms is also being addressed with the upcoming replacement procedure, and battery longevity is expected to be resolved following that intervention. All information has been confirmed and provided by the physician.

Manufacturer narrative:
H3: analysis of the ins b35200 (s/n (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer's representative provided additional information indicating that the device replacement did not resolve the high impedances, and the patient is scheduled for a follow-up on march 6th with the clinician. The cause of the longevity issue remains unknown; however, the device was returned for analysis.

Event description:
Additional information received from rep, device replacement scheduled for (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.